Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. The patient alleged nasal/throat irritation and/or soreness, hives, and eye irritation. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. The patient alleged nasal/throat irritation and/or soreness, hives, and eye irritation. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dream station device's sound abatement foam. The patient has alleged nasal/throat irritation and/or soreness, hives, and eye irritation. N. No medical intervention was specified by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation pil confirmed the device powered on and provided therapy. During review of the error logs, pil determined the device was likely reset prior to pil receipt due to having 7992.9 machine hours and 0 blower and 0 therapy hours. There were no errors logged. Care orchestrator data was not available for download. During the investigation, pil observed a thick layer of and unknown contamination on the front panel, top enclosure, therapy button, rear panel, iso (international organization for standardization) port, air inlet, bottom enclosure, blower seal, blower box, and flip door. Brown and black grain-like contamination (inconsistent with degraded sound abatement foam) and hairs/fibers in the blower box and in the ridges of the enclosure. A dark grey colored residue was observed on the underside of the flip door, top enclosure, front panel, rear panel, and bottom enclosure. A dust-like contaminant was observed on the blower box lid. Evidence of liquid ingress with potential mineral deposits was observed on the blower and blower box. A keratin-like substance was observed on the blower box. (B)(4) addresses the issue of keratin. Evidence of sound abatement foam degradation/breakdown was not observed. Pil confirmed no presence of degraded sound abatement foam using a fitt (foam integrity test tool) and the associated procedure (B)(4). See (B)(4) for the procedure used to make this determination. Pil is unable to directly address the symptoms. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.